Event description:
It was initially reported that the patient had stimulation in the wrong location and it had not worked correctly since day 1. The patient never had therapeutic effect since implant. It was also reported that the patient met with the manufacturer representative on (B)(6) and was reprogrammed, but the stimulation was still not working. Subsequent information received reported that the patient was feeling stimulation in the stomach area, needed it in the back area, and reprogramming was being attempted. The patient and her physician were considering repositioning the lead. Further information received reported that the patient had a revision performed on (B)(6) and the physician replaced the leads and extension. No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead, product ID 3778-45, serial # (B)(4), implanted:(B)(6) 2011, explanted: (B)(6) 2012; product type lead, product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; product type extension; product ID 3550-29, lot # n245816, product type accessory.